Event description:
It was reported that there was oversensing with detections of inappropriate vf recorded, without shocks. Also an initial rv pacing impedance decrease is evident in the impedance trend.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 14.5 cm distal to the is-1 connector pin. All fragments were received for analysis. The returned lead fragments were visually and electrically analyzed. Multiple signs of wear along the lead fragments were noted during the visual inspection. Around 7.5 cm proximal to the lead tip, the insulation was found rubbed through. This damage can be considered as the root cause of the clinically observed oversensing with vf detection. The characteristics of this damage indicate severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. It cannot be excluded that an accumulation of different factors had impact on the wear out of the lead. These factors might have been interaction with modified tissue, significant cardiac motion due to an adverse lead position including slack, or a potential increased ingrowth which affected the lead's motion. Furthermore, tortuous cardiac anatomy, high activity levels of the patient and significant manual labor involving the upper body are known contributing factors. Additionally, extraction damages were noted, including a damaged is-1 connector and deformations of the shock coil. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.